Event description:
Reporter alleged, obtaining discrepant back to back blood glucose results of 245, 102, and 130 mg/dl, when all tests were performed within 10 mins. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.